Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual evaluation a crease was observed in the anterior view. Also, a tear measuring approximately 1.0 cm was observed within the crease. No additional anomalies were observed.¿these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral deflation post procedure. The patient first noted the right prosthesis going flat on (B)(6) 2019, then the left on (B)(6) 2019, and on (B)(6) 2019 deflation was confirmed through a physical examination with a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 250cc saline prostheses was performed on 8/16/2019. This report relates to the left prosthesis. See 1645337-2019-18433 for contralateral prothesis report.